Manufacturer narrative:
(B)(4).

Event description:
According to the rptr: an air injecting connector has broken, and because of air leakage the balloon deflates. The info about the pt was not given. There was no pt injury. The info about a procedure was not given. There was not any reinforcement material used in conjunction with the stapling device. The surgical time was not extended by more than 30 mins due to the product problem. The subject device will be returned for investigation. There was no unanticipated tissue loss as a result of this problem. There was not tissue damage as a result of this problem. There was no blood loss of 500cc or more due to the product problem.